Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset after delivering a pulse. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q16, q10, q8, q7, q6 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.